Event description:
Related manufacturer report number: 3006705815-2022-15711. It was reported that the patient was experiencing ineffective therapy. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.